Event description:
It was reported a boston scientific ablation catheter was inserted into the left atrium using a sjm agilis nxt introducer. While creating geometry, the pt developed a decrease in blood pressure and an intracardiac echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed.

Manufacturer narrative:
The device was not returned for eval. Review of the device history records was not possible as the lot number for the device is unk. Based on the info provided to st jude medical, the cause for the reported effusion remains unk. (B)(4).